Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The power assy alarm was documented as received; an evaluation is not available at this time, a follow-up will be filed.

Event description:
The customer reported when checking out this vent, he found it difficult to perform the zero and span. He eventually did get them into specs, but then when he tested the alarms via setting the max and min paw thumbwheels, the ventilator only alarmed when the map got to 15. It did not matter where the thumbwheels were set at, the vent alarmed when map got to 15. He suspects a faulty alarm board. Carefusion technical services sent a replacement alarm board. Patient involvement unknown.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a faulty u12 component on the alarm board assembly.